Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) tip cover accessory associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "physical damage." The center (proximal end) of the mcs tip cover exhibited localized melting, which is indicative of arcing. The mcs tip cover was installed on the returned mcs instrument and the holes position did not align with the mcs. No char marks were found on the reported mcs instrument. The thermal damage measured approximately 0.036" x 0.081" in length.

Event description:
The monopolar curved scissors (mcs) tip cover accessory was an incidental return included with an mcs instrument that was reported to have gotten stuck during a da vinci-assisted hemicolectomy - left surgical procedure. No allegation was made against the mcs tip cover accessory. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.